Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). A revision surgery was performed in which the pump and cuff were removed and replaced. Upon explant, fluid loss was noted due to a hole located at the fold of the cuff by inserting fluid into the component. The patient did not experience any further complications related to the event.